Event description:
Additional event information provided: patient date of death. The reported cause of death was "subsequent airway loss and hypoxic cardiac arrest". The reporter stated the disconnection issue was detected visually during episodes of patient coughing. No ambulatory bagging was performed during disconnection. The reporter could not confirm how long the device issue was present before the tube change was performed. The ventilator was a fisher and paykel rt280.

Manufacturer narrative:
Other, other text: additional information- patient date of death provided and added to section b3. The reported cause of death was "subsequent airway loss and hypoxic cardiac arrest". The reporter stated the disconnection issue was detected visually during episodes of patient coughing. No ambulatory bagging was performed during disconnection. The reporter could not confirm how long the device issue was present before the tube change was performed. The ventilator was a fisher and paykel rt280.

Event description:
It was reported the device was in use with patient. The reporter stated that the ?blue adaptor? Was ?loose and dislodging.? The treating staff attempted to change the ?blue adaptor? And affix the tubing but could not and determined the tube required removal and replacement. The patient reintubation was successful. The reporter stated that ?subsequent airway loss and cardiac arrest led to the death of the patient.? Smiths medical has requested additional information from the reporter, including the date and cause of death, ventilator tubing information, and information regarding the reporter?s use of the term ?blue adaptor? And whether the reporter is referring to the 15 mm connector provided with the device.